Event description:
The user stated they had a discrepant troponin t result for one pt sample drawn in a 10 ml sst tube. The initial result was. 0.096 ng per ml and was reported. Another specimen drawn 5 hours later from the same pt gave a result of less than 0.010 ng per ml twice. The original sample was then retested with a result of less than 0.010 ng per ml. The pt was admitted to the hospital, but the user stated this was not based solely on the erroneous result. The pt was not treated based on the result. The field service representative could not determine a cause and could not duplicate the issue. He checked and aligned the sipper path. Checked and replaced the seals for the sipper and s-r probes, checked the lid and pressure sensor voltages, checked the probes and mechanisms for proper alignments, checked the mixer speed, performed a system volume check and ran performance tests to verify the analyzer operation which were within specifications.

Manufacturer narrative:
Calibration and quality control data do not indicate an issue. Performance checks were performed on the analyzer and the testing passed. The problem could not be duplicated. It was determined a possible reason for the flier was the customer was using a centrifugation speed that was too high. In addition, the primary sample collection tube may have been underfilled. No adverse events were reported.